Manufacturer narrative:
Physio-control continues to investigate the reported problem.

Event description:
The customer complained that the cables failed to discharge properly. There was no patient use associated with the reported event.